Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that atrial oversensing, noise and impedance malfunctions occurred with the right atrial (ra) lead. The ra lead rema ins in use. No patient complications have been reported as a result of this event.